Event description:
Hill-rom received a report from the account stating the head section would not lower when CPR lever was used. The bed was located iin ICU at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found head valve was the issue. Per the hill-rom service manual, the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the CPR release for proper operation and reset of the head cylinder. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the valve to resolve the issue. Based on this information, no further action is required.